Event description:
Customer reported receiving a calibration error. He stated he had a low blood glucose of 51 mg/dl, calibrated the sensor, and then treated for the low blood glucose. Customer was advised that treating before the insulin pump accepts the calibration error can cause a calibration error. Customer calibrated again and the insulin pump accepted the calibration. He was advised to measure the blood glucose again and the blood glucose reading had gone up to 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.